Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that a patient required an additional operation due to an evisceration at the caesarean scar. Two reports of occurence were reported; med watch reports submitted include: 2916714-2016-00651, 2916714-2016-00652.

Manufacturer narrative:
Samples received: 13 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Approx (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfilled the requirements of the OEM. Degradation test results conducted on the closed samples received fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Knot pull tensile strength results conducted on the closed samples before releasing the product fulfilled the OEM requirements. The degradation test results conducted on the closed samples before releasing the product fulfilled b. Braun surgical requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfills the OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
2 patients reported; see 2916714-2016-00652 for patient #2. Patient#1: evisceration at day 2 after a cesarean. The patient, a (B)(6) woman, had a cesarean on (B)(6) 2016 because of a suspicion of macrosomia and of gestational diabetes. Uterine incision has been over-sewn with novosyn 1. Fascia incision has been over-sewn with novosyn 1. Skin incision has been closed with clips. On (B)(6) 2016, the patient experienced an evisceration of 5 cm long at the level of the cesarean scar with a supple intestine without occlusion. An emergency surgery was performed on the patient.